Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Complaint confirmed. The evaluation revealed the delivery cannula of the first device is broken at the spiral weld and the depth stop is damaged. Additionally, the first pushrod is bent and wedged in the broken piece of cannula causing the trigger to be partially actuated. Complainant's event typically caused by leveraging/prying the device during implantation procedure. The evaluation of the second device revealed the depth stop is damaged; however, when the device was function tested in accordance with the surgical technique, the second suture deployed as intended. The bent depth stop and separation of the housing are indicative of excessive force or movement being applied during the event. The most likely cause of this type of event is excessive movement of the needle from tear and/or the user not following the deployment sequence as stated in the surgical technique guides such as squeezing and releasing trigger out of sequence, and premature squeezing and releasing of the trigger. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a lateral meniscus repair procedure, as the surgeon was attempting to use an ar-4502, speed cinch curved needle w/ 2 peek implants, the needle broke off as the surgeon was inserting the tip into the meniscus prior to deploying the first implant. The needle tip was retrieved and another speed cinch of the same lot was opened and upon inserting the needle to the 18mm depth stop, the surgeon fired the trigger, however, the first implant did not deploy. The surgeon then abandoned the meniscus repair and performed a meniscectomy instead.